Manufacturer narrative:
Follow-up #1: date of submission 7/15/13 device evaluation: the device has been returned and evaluated by product analysis on 06/24/2015 with the following findings: dim display with red character hue.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a dim display issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
On (B)(6) 2015 the reporter contacted animas, alleging a dim display issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.